Manufacturer narrative:
(B)(4). Concomitant medical products: the patient's medications include; percocet, aspirin, colace, lasix, duoneb, coumadin, zocor and toprol-xl. (B)(4).

Event description:
On (B)(6) 2016, the patient presented to the hospital complaining of back pain. Later that same day the patient underwent emergent treatment of a pending rupture of an abdominal aortic aneurysm with four gore&#59397;excluder&#59393;aaa endoprostheses. Reportedly, all devices were implanted without issue. On (B)(6) 2016, follow-up imaging identified a distal type I endoleak associated with one of the contralateral leg components and evidence of aneurysm enlargement (amount unknown). On (B)(6) 2016, an intervention was performed to treat the endoleak. An additional contralateral leg component was implanted on the right side for distal extension. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure. During the initial implant procedure the contralateral leg component (plc181200) was reportedly implanted into an area of thrombus. It is believe a lack of device circumferential wall apposition caused the endoleak.

Manufacturer narrative:
Date of follow up images corrected to (B)(6) 2016. (B)(4).

Event description:
On (B)(6) 2016, follow-up imaging identified a distal type I endoleak associated with one of the contralateral leg components and evidence of aneurysm enlargement (amount unknown).